Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical devices: 407652 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received eight shocks for supra ventricular tachycardia (svt) from their implantable cardioverter defibrillator (ICD). The underlying reason was undersensing from the right atrial (ra) lead. The ICD was explanted and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.